Event description:
The pt reportedly experienced sound quality issues and eventually lost sound. External equipment was exchanged several times. The problem was not resolved. The pt's mother requested integrity testing of the internal device. Integrity testing indicated abnormal function of the device. Revision surgery is tentatively scheduled.